Event description:
Following a laparoscopic anti-reflux procedure, a patient had the linx device explanted for unknown reasons. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on an unknown date. Device explant occurred on (B)(6) 2018 for unknown reasons.

Manufacturer narrative:
Updated patient age, date of birth, and gender. Updated reason for implant and explant information, and dilations. Updated pre-implant testing. Updated patient bmi. Updated device information. Updated implant and explant dates. Updated initial reporter's address and phone number. Updated device manufacture date. Updated patient code (B)(4). Updated report date.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate ongoing dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2016. An esophagogastroduodenoscopy (egd) with balloon dilation to 60 french was performed on (B)(6) 2017. -an egd to 30mm was performed on (B)(6) 2017. -device explant due to ongoing moderate dysphagia occurred on (B)(6) 2018. -device was found in the correct position/geometry. It was noted that there was a "thick capsule around device".